Manufacturer narrative:
Information was provided that the 25.5 diopter lens was exchanged for a 22.0 diopter lens. A difference of 3.5 diopters would indicate a calculation error. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced an unknown issue. The lens was exchanged. Additional information was requested.